Event description:
It was reported that the customer had passed two weeks ago while wearing the insulin pump. It was reported that the customer's death was pronounced by the police at the customer's home. It was also reported that the customer had a hypoglycemic reaction at work three days before the event. The wife stated that she does not know if it is device related. Requested to return the device for further investigation. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications.